Event description:
It was reported that the patient presented to the hospital for a regularly scheduled pulse generator change procedure. It was documented that the patient had a chronic high voltage right ventricular (rv) medtronic lead from 2010 with lead noise and oversensing. It was not known whether the lead had caused inappropriate therapy or any harm to the patient, but the patient was at risk of this due to the lead noise. The lead was then capped and replaced. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).